Event description:
Patient's eyelashes flamed as surgeon cauterized incision(in the eyelash area). Sponge laid on flame to extinguish. Eyelashes stopped burning, but the sponge then ignited, but was put out. There was a plastic corneal protector in place during episode.